Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID's on a monthly basis. The customer was unaware of the (B)(4) user documentation on re-using sample ids and ocd technical bulletin (B)(4) pertaining to the re-use of sample ids. Ocd sent the customer the technical bulletin. The customer will also implement a policy of deleting retained sample ids. The root cause of this event is user error.

Event description:
The customer reported that results on a single patient sample obtained from a (B)(4) chemistry system were associated with the incorrect patient name and the assays processed were different than those downloaded from the laboratory information system. The (B)(4) results were not reported, and there were no reports of patient harm as a result of this event. (B)(4).